Manufacturer narrative:
The hill-rom technician found the functions from the hand pendant wouldn't operate. Per the hill-rom user manual warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account in the basement. There was no pt/user injury reported. (B)(4).